Event description:
Data scope true sheathless intraaortic ballon catheter insertion kit was opened and catheter was coiled up the package and caused the balloon to be defective. Believe packaging to be the problem. Detected before attempt to insert into the pt.